Event description:
During the revision of the primary, the surgeon removed the stem and the canal was prepared. He reamed to 15mm and inserted a trial 15mm plasma stem. The surgeon thought the canal was too tight so he reamed to 15.5mm and inserted a 15mm x 167 plasma bowed stem. While attempting to disengage the inserter, it locked up and was unable to remove the inserter. An audible snapping noise like metal shearing off was heard. The inserter was removed but the internal shaft remained in the patient and it took approximately 40 minutes to remove. The top portion of the shaft's threads were sheared off. The stem remained implanted. The sales rep stated this instrument was only used 2 times.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock. Complaint history review: there have been no other events reported for the reported manufacturing lot. Visual inspection: inspection performed as part of mar. A material analysis was performed, concluding: the inserter shaft broke during attempted disengagement from the stem. Surface damages indicated that likely third body debris became trapped in the threads of the inserter rod in the threads of the stem. No material or manufacturing defects were observed on the surfaces examined. The event was confirmed. No material or manufacturing defects were observed on the device features examined.

Event description:
During the revision of the primary, the surgeon removed the stem and the canal was prepared. He reamed to 15mm and inserted a trial 15mm plasma stem. The surgeon thought the canal was too tight so he reamed to 15.5mm and inserted a 15mm x 167 plasma bowed stem. While attempting to disengage the inserter, it locked up and was unable to remove the inserter. An audible snapping noise like metal shearing off was heard. The inserter was removed but the internal shaft remained in the patient and it took approximately 40 minutes to remove. The top portion of the shaft's threads were sheared off. The stem remained implanted. The sales rep stated this instrument was only used 2 times.